Event description:
The customer reported being hospitalized due to high blood glucose of 1080mg/dl. The customer stated that they found out he was inserting into the scar tissue and insulin was not delivering. The caller also stated that the insulin pump has a crack near the battery compartment. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.